Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported that the following event was reported to the clinical safety officer as part of ees clinical trial cm-99-000 in tonsillectomy: a pt underwent tonsillectomy with harmonic scalpel at 15 watts. Pts tonsils were 4 times in size and cryptic. Electrosurgery at 15 watts was also performed after removal of left tonsil for touch up do to bleeding. After entering the recovery room, bleeding from the mouth was observed, and the pt was returned to the operating room and the left tonsil fossa had a small artery bleed, which was cauterized with 15 watts electrosurgery. The pt was returned to the recovery room with no other complications.